Event description:
On (B)(6) 2025, a facility representative reported via email that there was prominence of an ar-8735bv-34 beveled ft screw in the patient's mcp joint. The screw remains implanted. No further information was provided. Additional information received on 09/18/2025: the original procedure occurred on (B)(6) 2025. On or around (B)(6) 2025, radiographic review indicated likely protrusion of the screw into the mcp joint at both the six-week and three-month post-operative intervals. This finding was initially identified during a blinded radiographic review by a non-treating surgeon and later confirmed by the treating surgeon on (B)(6) 2025. According to the chart note from the last study visit, the patient reported stiffness, weakness, and pain in the left hand/small finger. The patient was undergoing occupational therapy for these symptoms but continued to experience them at the time of the last visit. No revision surgery was planned as of the last study visit. There were no reported falls or injuries to the left hand that may have contributed to the prominence of the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event resulting from postoperative protrusion into the mcp joint. Per dfu-0345-eo revision 6: postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device